Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5. Devices listed below have migrated and were not giving adequate stimulation. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7071682. Product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7071560. Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7073793. Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7073792.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to inadequate stimulation. The patient is doing great post operatively. Device will not return due to facility policy.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional suspect medical device components involved in the event: tw# (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 511240. Tw# (B)(4). Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7071682. Tw# (B)(4). Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7071560. Tw# (B)(4). Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7073793. Tw# (B)(4). Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7073792.